Manufacturer narrative:
The device was returned and evaluated. Condition upon receipt: 1 un-sealed sample, part number 8229708, from lot number 0207797907 received; there was evidence of biological contaminants [based off of the reactivity with hydrogen peroxide]. Equipment used: microscope (zeiss stemi 2000c between 0, 65 to 5, 0 magnification settings), calipers. Evaluation: a syringe was used to inflate the cuff with air and it leaked out in under 10 seconds, confirming the reported event. When viewed under magnification, there was a cut in the cuff measuring 0.02¿ in the approximate center of the cuff and aligned with the murphy eye. There was no damage to the packaging that would indicate a cause for the cut. Based on the available information and the product analysis the cut likely occurred during operational context of the device. (B)(4).

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device has not been received.

Event description:
It was reported that during a thyroidectomy procedure the emg tube cuff was leaking. The tube was removed and a new tube was placed to complete the case. There was no patient impact or injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.